Event description:
A malfunction alarm was reported, identified as "malf 0," which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy to maintain insulin delivery. Technical support confirmed the pump was under warranty, arranged for a replacement pump to be sent, and provided instructions for returning the malfunctioning pump. The customer acknowledged and understood all instructions provided by technical support.